Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent urinary incontinence. A surgical procedure was performed, during which fluid loss in the balloon was identified, likely due to a suspected suture puncture. The balloon was removed and replaced, and no additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4) the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is known risk associated with this device type and indicated as such in the instructions for use.